Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4)

Event description:
Per medical records it was reported that on (B)(6) 2010 the patient underwent a posterior lumbar interbody fusion (plif) l4-s1 in which rhbmp-2/acs, a spinal system and rods, set screws and screws were used.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.